Event description:
It was reported that the customer experienced elevated blood glucose levels (414 mg/dl). Reportedly, the customer was disconnected for approximately one hour. Troubleshooting was performed and pump appears to be functioning as expected. Customer reconnected to the pump and delivered a bolus. Reportedly, blood glucose levels have stabilized.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.